Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the insulin pump overdosed the customer causing rapid hypoglycemia. The customer lost consciousness while driving and got into a near death car accident. The customer's blood glucose was unknown at the time of the incident. The customer kept dropping low despite medical intervention and several hours of treatment. The customer alleged that massive amounts of insulin were delivered by the defective pump. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not contact medtronic. It is unknown if the insulin pump will be returned for analysis.